Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an under infusion incident. This occurred during patient infusion of fluorouracil. According to the report, after seven days of infusion, the patient returned and it was found that 20 to 30 ml of fluid remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.